Manufacturer narrative:
No conclusions can be drawn.

Event description:
Info received from our (B)(4) affiliate. On (B)(6) 2011, a pt who wore 1-day trueye narafilcon. A contact lenses (narafilcon a product is not marketed in the u.s.) Reported experiencing a medical adverse event in both eyes. This report is to capture the info related to the event for the left eye (os). Please also refer to medwatch 1033553-2011-00029 for the info related to the event for the right eye (od). On (B)(6) 2011, the (B)(6) was contacted to conduct a medical interview. A staff member confirmed that the pt presented on (B)(6) 2010; the pt was wearing eye glasses. The pt reported to the clinic "because something was wrong with os." The pt reported having worn a contact lens "only once" os. The pt was diagnosed with a corneal ulcer located on the upper and lower limbus of the cornea os. Va: 1.0 (20/20) with eye-glasses. The staff refused to provide additional info. On (B)(6) 2010, the director of the clinic was contacted and reported that there was "no causality" between the product and the pt's symptoms, that "the pt's contact lens handling was problematic." The treating doctor suspected a (B)(6) infection; no culture was taken. The pt was treated with 3.5g, gatifloxacin 0.3% 0.5mg and bestron drops 6 times per day. The corneal ulcer os resolved. No additional info is available at this time. A lot history review indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Product was returned for evaluation but the evaluation has not yet been completed. If additional info is received, will report within 30 days of receipt. (B)(4).